Event description:
Tibial component and insert replaced. Original tibial plate failed due to malalignment. Explanted poly insert noted to have worn through on one condyle. Femoral metal component found to be rubbing against tibial metal component.